Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and identified as requiring replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. The problem reported by the customer of screen defective. The fse determined the cause of the problem to be faulty video controller pcb. The fse replaced video controller pcb and verified system functionality. The video control board receives the analog video signal from the ccd camera in the c-arm; digitizes the high-resolution video; extracts a digital clock signal from the camera for timing purposes; and many other imaging functions. Imaging is integral to the communication and function of this board. Based on age of the system, manufactured before 2006, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.